Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have been thrown off a horse and a vehicle ran over insulin pump. It was reported that the display screen was broken and there was loose and hanging parts from the back of insulin pump. Customer's blood glucose was 450 mg/dl and 500 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap, severely damage cracked bleeding lcd glass and with damage broken electronics assembly. The insulin pump also had severely cracked broken off case, cracked case at the display window corner, broken reservoir tube lip, broken battery tube threads, severely scratched lcd window and peeling keypad overlay.